Event description:
It was reported that bd vacutainer® k2 edta 5.4mg had clotting. The following information was provided by the initial reporter: "on (B)(6) 2020, during the dna extraction process of the blood sample, a clot was found in the patient's cord blood sample. This coagulation phenomenon may affect the quality and concentration of sample dna. As a result, the test cannot be performed. Contact the patient to draw blood again, and continue the operation after correctness."

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to clotting were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (clotting) because the defect was not evident in the testing of the complaint lot samples. All samples (complaint lot retains and control samples) demonstrated clinically acceptable performance for all visual observations evaluated. Laboratory analysis of samples indicated that these tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with respect to clotting. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® k2 edta 5.4mg had clotting. The following information was provided by the initial reporter: on (B)(6) 2020, during the dna extraction process of the blood sample, a clot was found in the patient's cord blood sample. This coagulation phenomenon may affect the quality and concentration of sample dna. As a result, the test cannot be performed. Contact the patient to draw blood again, and continue the operation after correctness.